Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090, serial # (B)(4). (B)(4).

Event description:
It was reported that while interrogating a device, telemetry could not be established. The radio frequency (rf head) was swapped out for a different one and the interrogation was completed without issue. The status of the rf head is unknown. No patient complications have been reported as a result of this event.